Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the fourth of four complaints that occurred during the same procedure. It was originally reported to boston scientific corporation that two sensor guidewires were used in a ureteroscopy procedure (patient age, gender, and weight unknown). Follow up information received on january 20, 2010 determined that four sensor guidewires were utilized. According to the complainant, the first sensor guidewire peeled but did not detach during the procedure. Please reference medwatch report number 3005099803-2010-00535 which documents the first device. A second guidewire was then utilized and noted to have peeled, but did not detach. Please reference medwatch report number 3005099803-2010-00536 which documents the second device. A third sensor guidewire was then utilized and noted to have peeled, but did not detach. Please reference medwatch report number 3005099803-2010-00539 which documents the third device. A fourth sensor guidewire was then utilized and noted to have peeled, but did not detach. The procedure was successfully completed using a fifth sensor guidewire. The patient was reported to be "fine" at the conclusion of the procedure.